Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: device alarms with high priority technical event: 231009 (alarm blower speed low). Rootcause, decfective blower. Replacement of the blower solved the problem.